Manufacturer narrative:
D10: 200-03-35 - one peg patella 35mm: 1709083 200-04-34 - cemented finned tib. Tra sz 3f/4t: 2006827 200-73-11 - cr tibial insert sz 3, 11mm, slope ++: 1826313 230-02-03 - optetrak asy,cr cemented femoral, sz 3,: 1991654 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty on an unknown side. Subsequently, the patient reported that their knee replacement falls apart and causes them pain. No medical or surgical intervention was reported as a result of this event. No further patient impact reported. No further information available.